Event description:
It was report initially reported a failure of the heart start xi connector to power the device. It was later clarified that when the heart start xl is unplugged the socket comes out of the defibrillator. There was no reported patient involvement and/or patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.